Manufacturer narrative:
(B)(4).

Event description:
During insertion a defect is noticed on the device. It was reported the spring wire guide got blocked in the needle between the 15cm and 25cm marks, inside the left jugular vein. The spring wire guide and needle were removed together and a new kit was successfully inserted. No patient harm reported.

Event description:
During insertion a defect is noticed on the device. It was reported the spring wire guide got blocked in the needle between the 15cm and 25cm marks, inside the left jugular vein. The spring wire guide and needle were removed together and a new kit was successfully inserted. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened hemodialysis kit for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed that the guide wire contained two major kinks and one bend. Microscopic examination confirmed the kinking/bending. No defects or anomalies were observed with the introducer needle nor any of the other kit components. The major kinks in the guide wire measured 520mm and 650mm from the proximal weld. The guide wire total length measured 70.3cm which is within the specification limits of 69.4cm-70.6cm per the guide wire graphic. The guide wire outer diameter measured .037" which is within the specification limits of .037"-.038" per the guide wire graphic. The needle cannula outer diameter measured .0500" which is within the specification limits of .0495"-.0505" per the cannula graphic. The guide wire inner diameter measured .041" which is within the specification limits of .041"-.043" per the cannula graphic. The returned guide wire was inserted through the arrow raulerson syringe (ars)/introducer needle subassembly. Despite the damage, the guide wire was able to pass through both with little to no difficulty. Performed per IFU statement "raise your thumb and pull the advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring-wire guide. Continue until spring-wire guide reaches desired depth". A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed two major kinks and one major bend across the guide wire body. The guide wire and the needle met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.